Event description:
It was reported that the device was not implanted due to a packaging anomaly.

Manufacturer narrative:
(B)(6). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Upon receipt, the complaint was not confirmed as the product was returned without the device package. The device history record was reviewed and indicated that no discrepancies were noted related to the packaging of the device.